Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced skin irritation and the set was not adhering on site after having shower and the set was in use for less than 12 hours on (B)(6) 2024.